Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he replaced the battery on the insulin pump and the device would not turn back on. Customer's blood glucose was unknown. A few scratches were noted on the screen. Customer stated the device has been bumped sometimes but nothing would damage it. No moisture damage was noted. Customer does not use the recommended battery. Contact on the battery cap was not missing or damaged. The battery compartment and springs were neither damaged nor corroded. Customer inserted a new battery and the display did not return. Customer was advised to clean battery contacts, insert a new battery, and display did not return. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.